Manufacturer narrative:
Manufacturing evaluation has been completed. The products were returned in a packaging different from the original packaging. The laser marking was readable for all products. Nail was received broken on the citrus hole. The sleeve of the blade and the screw showed strong traces on their surface. As relevant for the complaint condition (broken nail), the dimension of the outer diameter of the blade (sleeve) that contact the citrus shape of the nail was identified. Additionally, the outer diameter and the deep hole drilling of the nail were also identified. Dimensions around the breakage of the nail were checked according to the drawing. All dimensions measured have passed their specifications according to their drawings. The citrus shape could not be measured due to the nail being broken at this point. During the manufacturing process, the dimension of the citrus shape was 100% checked. No manufacturing error was found. The product was manufactured according to its specifications. The raw material certificates were checked and it was found that all used raw material fulfilled the specifications. Based on the investigation, the complaint is confirmed since the nail was received broken as claimed by the reporter. However, this complaint is rated as not valid because the relevant dimensions were measured of the nail as well as the relevant manufacturing documentation related to the article (272.265s) was reviewed and no manufacturing issue could be found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017, patient underwent revision surgery. Reportedly, proximal femoral nail (pfna) was explanted.

Manufacturer narrative:
(B)(4). Device has not yet been explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing location: (B)(4). Manufacturing date: 10. June 2016 expiry date: 01. June 2026. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported patient was implanted on unknown date with a proximal femoral nail antirotation (pfna). On unknown date it was determined the pfna nail is broken at the hole for the locking blade. A revision surgery is planned. Information regarding the revision is not available. Concomitant devices reported: pfna blade (02.027.033s, lot 9668391, quantity 1), locking bolt (259.360, lot 97765576, quantity 1). This report is for one (1) pfna nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Patient ID: (B)(6). Unknown date in (B)(6) 2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In (B)(6) 2016, a proximal femoral nail anti-rotation (pfna) was implanted to treat a pertrochanteric femoral fracture. Initially post-operatively the patient was complication free with normal x-ray results. Later, the patient had complaints of pain and an x-ray revealed a nail fracture in the area of the femoral neck and tipping of the femoral neck to the varus as well as signs of a secondary coxarthrosis. On (B)(6) 2017, the patient underwent a revision procedure. The broken nail was removed and the patient was implanted with a hip joint prosthesis: total endoprosthesis: hybrid (partially cemented). The revision procedure was completed without any complications. Post-surgery, the patient received two erythrocyte concentrates. Wound healing in the observation period was primary and without any irritation and the drains could be removed in due time. Mobilization took place without any major problems under full loads and with physical therapy. The post-surgical x-ray of the left hip revealed properly applied prosthesis. The hole in the bone stemming from the removal of the nai) generated a slight cement overhang but without any problems.

Manufacturer narrative:
The device was received and the product evaluation is in progress. No conclusion can be drawn. Corrected the lot number of locking bolt. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: pfna blade (02.027.033s, lot 9668391, quantity 1), locking bolt (part# 259.360, lot 9776576, quantity 1).